Event description:
The sales representative reported that the neurosurgeon complained the the reservoir did not siphon correctly and leaked. The patient experienced horrific headaches and a replacement was required.